Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000154261.

Event description:
It was reported that the patient experienced ineffective therapy. Surgical intervention was undertaken wherein the system was explanted. It is unknown which lead was at fault.